Event description:
It was reported that the patient experienced arrhythmia resulting in syncope and respiratory failure. Cardiopulmonary resuscitation (CPR) was administered and the patient was intubated. The device was unable to be interrogated and loss of pacing was noted. A temporary pacing wire was implanted and later, the device was explanted and replaced. During the previous in clinic follow up, the patient exhibited slow upper loop reentry (ulr), the physician suspected the ulr was related to the performance of the device. The event resulted in brain death and the patient is currently on life support.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the patient was removed from life support and passed away.

Manufacturer narrative:
The reported events of no output, no radio frequency (rf) telemetry, and no inductive telemetry were not confirmed. The device was received with normal output, normal rf telemetry, and normal inductive telemetry. Device image analysis noted drop in battery voltage. Visual inspection of the header attachment area detected an anomaly between pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Signs of rapid discharging were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.